Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the teflon coating came off into the patient at the beginning of the case. The distributor reported that multiple attempts were made to obtain additional details from the facility. The facility stated they had no further information in regards to the incident. It is unknown what type of procedure was being performed or how the coating was removed from the surgical site. The incident device is not available for return. Medline has filed a medwatch for this incident, reference number (B)(4).